Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. The investigation completed on 5/3/2019. The device was visually inspected and reddish material was found inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal action were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) performed scanning electron microscope (sem) testing and found evidence of mechanical damage and a hole on the surface of the pebax. Initially it was reported that midway through the ablation procedure, a force sensor 106 error displayed on the carto 3 system. Re-zeroing was attempted several times without resolution. The cable was replaced without resolution. Catheter replacement resolved the issue. It was mentioned that the carto 3 system was operating per specifications and was not responsible for the product issue. There was no patient consequence. No adverse patient consequences were reported. The force sensor error 106 issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 3/25/2019. Upon initial inspection, reddish material was found inside the pebax. The observed reddish material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was performed. On 4/17/2019, the bwi pal performed scanning electron microscope testing and found evidence of mechanical damage and a hole on the surface of the pebax. The observed hole has been assessed as MDR reportable as device integrity is compromised. The awareness date has been reset to 4/17/2019.